Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced high blood glucose (over 500 mg/dl) levels continuously; cause was unknown. Customer addressed high blood glucose with manual injection and changed out supplies.